Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer's representative (rep) regarding a patient who was implanted with an implantable neuro stimulator (ins) for parkinson's dual and movement disorders. The rep reported it was difficult to charge, further stating that patient was having difficulty getting coupling during recharging sessions and had been implanted about one week ago. The rep stated they pulled the adv stats from the ins recharger (insr) which showed average coupling of 0 bars on all recharging sessions except for the day of the report they had one session that had an average coupling of 1 bar. The rep stated they would follow up with the full insr stats form but will continue working with the patient on recharging. No patient symptoms were reported. Additional information was received from the reporting that the cause of the recharging difficulty/poor coupling was unknown but suspected there was greater distance between the ins and recharger, however they could not verify that. Rep also noted that patient was lengthening the time they were spending on each recharge session. No further patient complications were reported/ anticipated as a result of this event.